Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with a blood glucose level of 590 mg/dl, cause was unknown. The customer was treated with intravenous fluids of saline and insulin, and the customer was released two days later, with no additional assistance requested and no permanent damage identified.